Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen is no longer functional. Reportedly, the screen no longer turns on. Customer had elevated blood glucose levels (316 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Customer indicated they have back up injections for continued insulin therapy.